Event description:
It was reported that the pin was coming out of the tip of the pituitary. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed the lower jaw pin is approximately 1mm proud removed from the proper assembly location. The age of the instrument and the nature of the complaint is consistent with anticipated wear of the instrument. The above observations are consistent with anticipated wear of the implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.